Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Flow rate (fr) was 0.1 to 0.3 lpm. Explained correlation between heater capacity and flow rate. It had been sometime between page and return call as was troubleshooting with another customer. They had already replaced the device with sn (B)(6). When they attempted to empty the pad, they got a failure to empty alert. Recommended they send the device to biomed to check the circulation pump. Per follow up information received via task on 05jan2026, spoke with charge nurse who confirmed device had been picked up over the weekend but had no returned to the unit at this time. They did not have additional patient information to provide. Per follow up information received via task on 06jan2026, spoke with biomed who confirmed circulation pump replacement would be completed onsite. Part has not been ordered at this time. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting low flow alerts in an arctic sun device. Flow rate (fr) was 0.1 to 0.3lpm. Explained correlation between heater capacity and flow rate. It had been sometime between page and return call as was troubleshooting with another customer. They had already replaced the device with sn (B)(6). When they attempted to empty the pad, they got a failure to empty alert. Recommended they send the device to biomed to check the circulation pump. Per follow up information received via task on 05jan2026, spoke with charge nurse who confirmed device had been picked up over the weekend but had no returned to the unit at this time. They did not have additional patient information to provide. Per follow up information received via task on 06jan2026, spoke with biomed who confirmed circulation pump replacement would be completed onsite. Part has not been ordered at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting low flow alerts in an arctic sun device. Flow rate (fr) was 0.1-0.3lpm. Explained correlation between heater capacity and flow rate. It had been sometime between page and return call as was troubleshooting with another customer. They had already replaced the device with dyfxal001. When they attempted to empty the pad, they got a failure to empty alert. Recommended they send the device to biomed to check the circulation pump. Per follow up information received via task on (B)(6) 2026, spoke with charge nurse who confirmed device had been picked up over the weekend but had no returned to the unit at this time. They did not have additional patient information to provide. Per follow up information received via task on (B)(6) 2026, spoke with biomed who confirmed circulation pump replacement would be completed onsite. Part has not been ordered at this time.